Event description:
According to the reporter post operatively, bad staple formation has been reported. The device jaw was attached to the tissue. The staples remained on the patient. The patient was hospitalized due to the diversity of problems. The event produced dwell time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.